Event description:
Customer reported that the pump's quick bolus and wake button were difficult to press and often required multiple attempts to activate the screen. Customer's blood glucose level was not impacted. Technical support guided the customer on methods to press the button more effectively and assisted in removing the pump from its case, but the issue persisted. Consequently, technical support decided to replace the pump. Customer reverted to manual injections for insulin therapy.